Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) retractable cord would not retract. There was no patient involvement.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm stated that the customer assumed that the unit would not charge due to an issue with the ac cord. However, upon the stm's inspection, there was no issue with the ac power cord. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).